Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was inserted and removed during the initial procedure due to a posterior capsular tear. Additional information was requested.

Manufacturer narrative:
Additional information was provided, which indicated an approved cartridge was used with an approved handpiece and viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that the posterior capsular tear occurred during lens insertion. Surgery was completed using another lens.